Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the keel tip on the distal end of the scope came off.

Manufacturer narrative:
"This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record , the reported failure "[keel tip on distal end of scope" was confirmed. According to henke: visual inspection: 774778- scope has been repaired by 3rd party. Outer tube needed level 4 repair due to being a 3rd party cut away of outer tube, missing keel, fiber damage and loose prism. Additional investigation notes: 774778-3rd party cut away a section of the outer tube, keel is missing, loose prism, loose "o" ring in eyepiece and 3rd party weld based on previous complaints, a possible root cause for this failure is: 774778- scope distal tip keel was missing, cut away a section of the outer tube, fiber damage, loose prism, loose "o" ring in eyepiece and 3rd party weld occurred during use / handing by the customer. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the keel tip on the distal end of the scope came off.